Manufacturer narrative:
Exact date of event is unknown; event occurred sometime in 2019. Implant date was an unknown day in (B)(6) 2019. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on an unknown date, the patient underwent revision surgery due to a broken locking screw as confirmed via x-ray. Originally, the patient had an osteosynthesis surgery with the fns due to a femoral neck fracture in (B)(6) 2019. Thus, a reoperation was done with a total knee arthroplasty wherein fns implants were replaced to an artificial bone head. Currently, the patient is in the hospital with a good post-operative course. It is unknown if there was a surgical delay. The surgeon commented that after an osteosynthesis surgery, forty-eight hours had already passed since the patient has gotten the fracture. Thus, the possibility of bone healing was low. Concomitant devices reported: fns plate (part 04.168.000s, lot unknown, quantity 1); fns bolt (part 04.168.285s, lot unknown, quantity 1); antirotation screw (part 04.168.485s, lot unknown, quantity 1). This report is for a locking screw. This is report 1 of 1 for (B)(4).